Event description:
It was reported that the patient missed their refill appointment the day before ((B)(6) 2014) and was seen as an emergency, due to the patient¿s increase in pain on (B)(6) 2014. The patient¿s pump incisions seemed to be warm and red and patient was complaining of increased pain. The patient was sent home with a prescription for azithromycin and oral pain medications as the physician deemed it inappropriate to refill the patient¿s pump, due to the suspected infection. No culture was obtained. The patient has yet to set up their follow up appointment, but they had not heard from her since. The pump system was delivering bupivacaine, baclofen and morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).